Manufacturer narrative:
Patient information was requested, but not yet provided. History of gi bleeding reported under 2916596-2020-05871. Serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an acute rise in lactate dehydrogenase (ldh) and no other symptoms. The patient had a history of gastrointestinal (gi) bleeding. Technical services reviewed the log file and found it did not capture any unusual events. It appeared that the lvad (left ventricular assist device) and peripheral equipment were functioning as intended.

Event description:
It was reported that the cause of the elevated ldh was not identified. The patient's plasma free hemoglobin test was within normal limits, the patient had a negative urinalysis for blood, and the next ldh test was at patient's baseline. No treatment was provided and the device was believed to have been operating as intended.

Manufacturer narrative:
Section a1: correction section a2, a3, a4, b5, d4, d6, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported elevated ldh (lactate dehydrogenase), as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation.the submitted log file contained data from 28sep2020 through 29oct2020. No atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with overall stable parameters. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr (international normalized ration) range as well as possible modifications in section 6, ¿patient care and management¿, under ¿anticoagulation¿. No further information was provided. The manufacturer is closing the file on this event.